Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
The customer reported a touch screen failure. There was no patient/user involvement. The customer evaluated the device and confirmed the reported issue. The customer declined fse (field service engineer) support and replaced the touch screen on his/her own. This resolved the reported issue.